Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm surgical mitral valve was treated via a valve in valve procedure after an implant duration of approximately 4 years and 8 months due to valve degeneration presenting leaflet hypomobility and leading to severe stenosis (gradient max 40 mmhg, mean 24 mmhg) plus moderate central insufficiency. The patient was 77 years old at implant of the surgical valve. As per surgeon words, "the native valve was left intact at the first operation so probably the cause of failure was secondary to the calcification of the native mitral valve." As per medical documents received, there were no issues during the implant surgery. In a pre-tavi report, it was summarized that 5 months after the mitral bioprosthesis implant it was already noted an initial prosthetic degeneration with the patient suffering from dyspnea on exertion that progressively and rapidly worsened as nyha functional class iii. At the time of that pre-tavi report, the viv procedure was planned and performed successfully two months later when a sapien xt valve was implanted. Patient outcome after viv was reported to be fine.